Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is being filed as the patient expired, unknown if device related. Patient ID: (B)(6). It was reported that on (B)(6) 2018, the patient presented with ischemic functional mitral regurgitation (mr) grade 3+, primary jet a2p2, mitral annular calcification, and leaflet tethering. One mitraclip (cds0502 80517u128) was implanted without a device issue, reducing the mr to grade 1+. On (B)(6) 2018, the mr remained grade 1+, there was no device issue, and the patient was discharged from the hospital. On (B)(6) 2019, the patient expired in another hospital. Per physician, the death was unknown if related to the device. Reportedly, additional details were not available. There was no reported device malfunction and no autopsy was performed. No additional information was provided regarding this issue.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. In this case, there was no reported device malfunction associated with the clip delivery system (cds) devices. The reported patient effect of death, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. Based on the information provided, a conclusive cause for the reported death cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Contact name.